Event description:
It was reported that during an abdominal aortic aneurysm stenting treatment procedure, a catheter separation occurred. The physician was treating a renal artery with a 5.0x19x90cm express biliary sd stent. After the stent was deployed. The catheter became separated. The physician was able to snare out the portion of the catheter that remained in the pt's body. The procedure was completed with this device. The pt's condition remained stable.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.